Event description:
It was reported that inappropriate detections and mode switching due to far field oversensing was detected on telemetry during a follow-up session. The device was removed from service. No patient complications have been reported as a result of this event.